Event description:
New information received noted that the right ventricular lead was capped and replaced due to lead noise on (B)(6) 2021. There were no patient consequences before, during, and after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular lead exhibited noise over-sensing, which led to pacing inhibition. The patient came into clinic and the noise was able to be reproduced with isometrics and pocket manipulation. Programming changes were made; further intervention was discussed. The patient was asymptomatic and in stable condition.